Event description:
It was reported that the etrak 2500l system's receiver could not be calibrated. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the nav internal receiver cable. The system operates as intended.